Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: contralateral rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old female who underwent breast augmentation revision with a 600cc mentor memorygel breast implant experienced spontaneous right sided rupture accompanied by breast pain post procedure. The right sided rupture was diagnosed through a physical examination, mammography, and magnetic resonance imaging. Magnetic resonance imaging revealed the presence of a small cyst on the right breast as well. As a result, bilateral explant and replacement with 600cc mentor smooth round moderate plus profile implants was performed on (B)(6) 2022. Rupture of the left was discovered during explant surgery. The right sided rupture was reported initially under 1645337-2022-05424 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.